Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had loose bp and ECG jacks. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the bp and ECG outputs jacks were found to be loose during the preventative maintenance (pm) I was able to tighten the lock nuts again to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.